Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced motor error alarm. The customer reported blood glucose value of 30 mmol/l. The customer reported hyperglycemia treated with hospitalization: overnight stay, manual injection/insulin pen. The event involved product(s) mmt-712ews. Troubleshooting was performed. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer reported receiving a motor error and/or e70 alarm. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-712ews was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0870 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self-test, off no power alarm test and a21 error test. There was no motor error alarm noted during testing. There was no data available on event date 11-aug-2024 in the pump history file. Unable to verify alleged motor error alarm in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or on the motor. The motor was tested outside of the pump and passed. No cosmetic damage was noted during visual inspection. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds. The pump was unable to complete the carelink upload problem isolated to the electronic assembly. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify bolus delivery, source of boluses delivered, daily insulin total and any alarms/suspends for event date 11-aug-2024 in the pump history file due to no data available. Unable to perform the history review 1 week prior to the event date 11-aug-2024 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged high bgs. Unable to verify alleged motor error alarm in the pump history file due to no data available. However, there was no motor error alarm noted during testing. Motor error alarm not confirmed. No current code/category confirmed (carelink upload anomaly). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.